Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A nurse reported via phone call that the customer recently had a blood glucose level of 423 mg/dl. Caller reported that the customer had been on an insulin drip, then switched back to the insulin pump. Blood glucose level at the time of the incident was 623 mg/dl. Blood glucose level at the time of the call was 192 mg/dl. It was reported that the customer recently had an incident in which he changed the set and manually injected, but still could not get his blood glucose level below 600 mg/dl. The customer then went to the hospital. During troubleshooting, the alarm history showed that a no delivery alarm had occurred recently. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.